Event description:
While performing eus, stent was placed by provider without difficulty however stent was unable to be deployed from equipment, boston scientific rep (B)(6) called and despite trouble shooting efforts stent was unable to be deployed, (B)(6) advised pulling equipment out and this equipment to be replaced by boston scientific.